Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and the stylet stuck inside the lead during the procedure. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed while the reported event of ¿stylet got stuck in the lead¿ was confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. Unable to perform stylet insertion test due to the overtorqued inner coil inside the connector region. The cause of the reported event of separation failure was isolated to the overtorqued inner inside the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.